Manufacturer narrative:
Due to character restrictions in block e1 event site address is no. 1061, jinxiu avenue, yichun city. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) alarm system temperature was too high during use. There was no harm or injury reported.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) system temperature was too high and it was restarted after shutting down for three minutes and used normally. There was no patient harm.

Manufacturer narrative:
Updated fields: b4; b5; g1 contact person ¿ mfg site; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. Corrected field: d8. A getinge field service engineer (fse) evaluated the unit and found that the machine vacuum setpoint was -340.3, which could not be adjusted to the required value and filter needed to be replaced. The fse states, the device has been repaired by a third-party company and is currently in normal use.